Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 6 atmospheres for 15 seconds. The device was removed without any problems, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.